Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a motor error alarm, no delivery alarm and off no power alarm. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother stated that the displacement test and the insulin pump passed. The customer's mother stated that they received a low battery alert prior to off no power alarm. The customer's mother was unable to troubleshoot for the no delivery alarm at the time of call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm, no unexpected battery power loss anomaly and no motor error alarm noted during test. Motor passed motor test. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.